Manufacturer narrative:
(B)(4). The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. The customer returned one opened hemodialysis set with multiple components, including a guide wire and a dilator, for analysis. The returned guide wire was unraveled, and signs of use were observed on the returned components. Visual inspection of the dilator revealed the tip was slightly frayed and deformed. The distal end of the dilator was also bent and curved. This damage appears consistent with undue force being applied to the dilator during insertion. The dilator body length measured 5 1/2" via calibrated ruler, which was within the specifications of 5 1/4"-5 3/4" per product drawing. The dilator inner diameter (ID) at the tip measured 0.038" via calibrated pin gauge which was within the specifications of 0.036"-0.038" per product drawing. Functional inspection of the dilator was performed per the instructions-for-use (IFU) provided with the kit which states, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." A lab inventory guide wire was threaded completely through the returned dilator with no resistance. The instructions-for-use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." A device history record review was performed, and no relevant findings were identified. Based on these circumstances, and the fact the damage was observed during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: (B)(6) 2023, the dilator was found to be damaged during use on the patient. There was no reported patient harm. Additional information has been requested from the account.

Event description:
It was reported that: (B)(6) 2023, the dilator was found to be damaged during use on the patient. There was no reported patient harm. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4).